Event description:
It was reported that the device could not be interrogated during a follow-up on (B)(6)2021, approx. 33 months after the implantation. Two days before the patient underwent MRI examination without the device being reprogrammed. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The inspection revealed that some components of the electronic module had been damaged, leading to the clinical observation. It is reasonable to assume that the damages were caused by the reported MRI scan. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly lead to such rare events, like the observed damages of the electronic module and does not represent a device malfunction. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.